Manufacturer narrative:
Device evaluation summary: during analysis of the device a rupture was noted in the posterior view expanding to the anterior view, measuring approximately 9.7 cm. No additional anomalies were discovered. During the microscope examination striations were detected in the edges of the rupture. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side deflation. Concomitant products: left side; 200cc mentor smooth round moderate profile; catalog #: 3501625; serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 200cc mentor smooth round moderate profile and was presented with right side deflation noticed on (B)(6) 2019 by patient and confirmed by the physician on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.